Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and the distal conductor of the lead was obstructed due to a stylet/guidewire stuck in the lumen. There was blood on the distal conductor of the lead and it was obstructed. Analyst commented, the lead was returned with the guidewire stuck in the lead. There was a large amount of blood ingress into the lumen during the attempted implant, and it is likely that the guidewire became stuck when the blood dried, preventing any further movement of the guidewire. The guidewire could not be removed during analysis without destructive analysis being performed. Destructive analysis was not performed at this time and the guidewire was not removed. The guidewire diameter was 0.0135 inch.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the physician was placing a lead in the coronary sinus branch vein using an angiographic wire. While retracting the wire from the lead, the wire got stuck and could not be withdrawn. The wire and the lead were removed from the patient. The physician attempted to remove the wire in vitro using force however the wire could not be removed from the lead. The procedure was completed using a new lead. No patient complications have been reported as a result of this event.